Event description:
It was reported that the universal driver moved eccentrically during fluted pin was inserted in medical procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Functional analysis of the device confirmed the reported event. The device rotated unevenly. No patient involvement reported. The investigation concluded that uneven rotation of the universal driver was caused by improper alignment and welding between the power assembly and the body of the device. An ncr was issued for events that report a bent universal driver, which causes the device to rotate unevenly. The root cause of the issue was due to no tolerance on the drawing to control the position of the hex feature to the fitting. The drawing was since updated. The reported issue was found to be under the scope of this ncr. The reported event regarding an uneven running universal driver was confirmed.

Event description:
It was reported that the universal driver moved eccentrically during fluted pin was inserted in medical procedure.